Manufacturer narrative:
One used sc121, 60" smallbore trifuse ext set w/4-way clave¿ stopcock, 2 clave¿, 0.2 micron filter, rotating luer was received for evaluation. It was noted that the inline filter vent of the used sc121 trifuse extension set was wetted out. Leakage was confirmed and the probable cause of the observed leakage is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a 60" smallbore trifuse ext set w/4-way clave¿ stopcock, 2 clave¿, 0.2 micron filter, rotating luer. It was reported that the filters leaked total parenteral nutrition (tpn) and required multiple changes. The event occurred while the product was in use with a patient but there was no human harm; the customer stated that the nurses stayed on top of this issue so their patients did not suffer an infection or hypoglycemia. This report is two of three.